Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced one event of kinked cannula in the week of (B)(6) 2025. The site of insertion was thigh. Patient noticed symptoms within three or more hours of insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.